Event description:
It was reported when using the bd pyxis¿ medstation¿ es, plastic piece and spring was detached from cubie and was not opening. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a cubie was broken, would not open and ejected while attempting to recover. The technicians found the white clip in the drawer while replacing the cubie but were unsure of its placement. A field service engineer (fse) identified that it belonged under a 1x3 cubie. The fse then replaced the cubie tray to guarantee that spaces would be available as required and executed the hardware test application in the drawer, successfully resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, plastic piece and spring was detached from cubie and was not opening. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.